Event description:
It was found via patient's medical records that patient dislocated twice over the first year and a half. No specific medical intervention was noted in the records.

Manufacturer narrative:
It was noted that no further information is available as the hospital where the primary surgery occurred is unknown. This event was discovered during a medical record review and the device was reported as an unknown liner.

Event description:
It was found via patient's medical records that patient dislocated twice over the first year and a half. No specific medical intervention was noted in the records.

Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Devaluation could not be performed as no items associated with the event were returned. The provided medical records were rejected for clinician review as they were determined as insufficient to provide meaningful insight into the reported event. Device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.